Event description:
It was reported that insulin was observed pooled inside the ilet pump cartridge chamber during multiple supply changes, while the user did not observe leakage from the cartridge body or infusion tubing; the event was associated with hyperglycemia with a reported glucose of 210 mg/dl and was addressed through remote troubleshooting, completion of a supply change, resumption of insulin delivery, and shipment of replacement supplies by customer care. Investigation of this case revealed that insulin accumulation in the chamber resolved after proper reassembly and that subsequent use showed no further leakage with glucose returning to range, which is consistent with a transient cartridge-chamber leakage presentation without alarm activation. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on established findings for similar reports, that the cause was user setup-related and resolved with corrective instruction and proper supply change.